Event description:
The patient's dentist advised to discontinue orthodontic treatment because patient had an implant placed on (B)(6) 2021.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.